Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the print was smeared on package with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that packages were found with smeared print on the pouch.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-26. H.6. Investigation summary: nine samples received for investigation, samples received have ink stains on the blister paper, however the number of defective pieces received is within the acceptance level. Possible root cause, the razor blade is responsible for removing excess ink from the printing templates before being placed on the blister paper. During the documentary review, no quality events were registered that could be related to the defect reported by the client. Corrective action include modifying the process on how to clean the razor blade. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that prior to use it was discovered that the print was smeared on package with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that packages were found with smeared print on the pouch.